Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when changing sites used to beep it no longer give audio alert. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.